Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bariatric procedure, there was problem loading the device. The cargo has stopped. New device was used to complete the case. There was no patient injury.